Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that healthcare provider (hcp) claimed they had turned therapy on during session with pt, but now the therapy was off. Hcp claimed therapy had been turning off by itself, but reason for call was communicator issue. Hcp wanted to focus on reason for call and said they "did not have time." Event date for therapy turning off was not gathered to focus on reason for call. Technical services suggested hcp call back if issue with therapy turning off by itself was not resolved.